Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, " during an inhance shoulder procedure, had to remove the both a implant shell and liner , in order to do so the threaded tip extractor/taper shell extractor tip was utilized. Both were attached to two cannulated impactor handles to remove it, unfortunately alot of torque was required to remove it which cause the thin threads of the instruments to get damage and unusable. In addition the baseplate inserter rod threads and one glenosphere inserter tip were damaged again to thin threads while trying to impact the glenosphere into the base plate." The product was not returned to depuy synthes, however photos were provided for review. See attachment ¿img_20240502_153727.jpg and img_20240502_153724.jpg¿. The photo investigation revealed that 620101141, cannulated impactor handle had stripped and worn thus unable to assemble. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the cannulated impactor handle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, " during an enhance shoulder procedure, had to remove the both a implant shell and liner, in order to do so the threaded tip extractor/taper shell extractor tip was utilized. Both were attached to two cannulated impactor handles to remove it, unfortunately alot of torque was required to remove it which cause the thin threads of the instruments to get damage and unusable. In addition, the baseplate inserter rod threads and one glenosphere inserter tip were damaged again to thin threads while trying to impact the glenosphere into the base plate. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the cannulated impactor handle was found worn on the threaded shaft and the head. This type of damage is consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The device was damaged at the tip which could be a contributing factor to impede the functionality of the device, confirming the failure during assembly. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cannulated impactor handle would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3.

Event description:
During an inhance shoulder procedure, had to remove the both a implant shell and liner, in order to do so the threaded tip extractor/taper shell extractor tip was utilized. Both were attached to two cannulated impactor handles to remove it, unfortunately a lot of torque was required to remove it which caused the thin threads of the instruments to get damage and unusable. In addition the baseplate inserter rod threads and one glenosphere inserter tip were damaged again to thin threads while trying to impact the glenosphere into the base plate. There was no surgical delay. A second set of instruments was used.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received, " during an inhance shoulder procedure, had to remove the both a implant shell and liner , in order to do so the threaded tip extractor/taper shell extractor tip was utilized. Both were attached to two cannulated impactor handles to remove it, unfortunately a lot of torque was required to remove it which cause the thin threads of the instruments to get damage and unusable. In addition the baseplate inserter rod threads and one glenosphere inserter tip were damaged again to thin threads while trying to impact the glenosphere into the base plate." The product was not returned to depuy synthes, however photos were provided for review. See attachment ¿(B)(4)'. The photo investigation revealed that 620101141, cannulated impactor handle had stripped and worn thus unable to assemble. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the cannulated impactor handle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.